Event description:
During a menicus repair the silicon tubing portion of the inserter of a rapidloc device came off into the patient's knee joint space. Per e-mail correspondence with our affiliate, the surgeon does not know if the silicone tubing remains in the body or not. The case was concluded successfully without further incident.